Manufacturer narrative:
Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Low battery alarm and power loss alarm noted then power error 25 alarm was triggered and noted in the download formatted history file. The power management graph was abnormal. After disconnecting and reconnecting the connector at the printed circuit board, the unit was monitored and functioned properly. Then the power management graph confirmed the unloaded voltage and loaded voltage was within specification range. Unit received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed power error detected. Customer's blood glucose reading was 353 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.